Event description:
A malfunction was reported on the pump, and it was identified with a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions to contact them again if the malfunction recurred. The customer understood the guidance and continued using the pump without further issues.